Event description:
The customer tested her blood glucose on her contour meter and then on another contour meter. The results were 278 and 139mg/dl respectively. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.